Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead could not reach the ideal location after multiple attempts and the helix did not stay fixed in the correct position. The pacing lead was not implanted and a replacement lead was implanted. No patient complications have been reported as a result of this event.